Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device charged energy at 150 joules, however, failed to discharge when the shock button was pressed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.